Event description:
It was reported via a clinical study that a patient underwent an initial right total knee arthroplasty. Subsequently, approximately six (6) weeks post-implantation, the patient required a manipulation under anesthesia due to stiffness and limited flexion from not completing the prescribed postop therapy. The patient outcome is reported as improving.

Manufacturer narrative:
(B)(4). D10: medical product: articular surface medial congruent (mc) right 10 mm height: catalog#42522100510, lot#66137660; 0a spiked keel right size d osseoti tibia: catalog#42535006702, lot#66246765. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h10; h11. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records was not performed. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. As there are multiple factors that may contribute to arthrofibrosis that are outside the control of zimmer biomet, investigation results concluded that the root cause of the reported event is attributed to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.